Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 6000 mg/dl on (B)(6). Customer stated that they had diabetic ketoacidosis and had high blood glucose of over 400 mg/dl as well as had 500 mg/dl to 600 mg/dl reading. Customer was treated with insulin injection. Customer experienced symptoms like nausea, dizziness and difficulty in breathing. Customer¿s current blood glucose was 230 mg/dl. Customer alleged for possible under delivery as customer keep getting high blood glucose. Customer also had blood glucose value like 347 mg/dl, 558 mg/dl, 308 mg/dl, 547 mg/dl. Insulin pump will not be return for analysis.